Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone and section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) closed the case with a note ¿fse resolved¿. Further, follow up has been completed with tss to get the resolution but the tss was unable to provide further information as the dispatch being completed by anz field service engineer (fse) team. If any new info received will reopen the complaint, there was no information received about repairs.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers were failed to open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers were failed to open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.